Manufacturer narrative:
At this time, this lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced twiddlers syndrome leading to this right ventricular (rv) lead dislodgment. The dislodgment was confirmed via chest x-ray and fluoroscopy. As result, a revision was performed wherein this right ventricular (rv) lead was successfully repositioned. This rv lead remains in service. No additional adverse patient effects were reported.